Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the device has passed more than 5 years since it was manufactured. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of this phenomenon could not be conclusively determined, however there was the possibility that this phenomenon was attributed to the aging degradation of the electrical component of the subject device because the subject device has passed more than 5 years since it was manufactured.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the facility that in unspecified timing the error e102 and e103 which indicated the light source has broken down was displayed. There was no report of patient injury associated with this event.